Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one video has been received by our quality team for evaluation. From the video, the user showed a loose adapter that detached from the needle hub and caused the cannula to be pierced through the catheter. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The insyte catheter is designed to have interference fit between the catheter tip and needle for tip adhesion. As the sample in the video was already pierced through the catheter tip, the tip adhesion was not affected. Needle pierced through catheter could have occurred due to product manipulation or needle cover removal. As the sample was not returned, the root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported when using the bd insyte¿ IV catheter, the device experienced the needle through the catheter while introducing the catheter (spear-through). This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: hub catheter is easy to detach from the carrier needle / introducer, so canula is easy to kink/peelback when penetrating the skin.